Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the IV was infusing even though the tubing was clamped was not confirmed. The set was visually inspected and no anomalies or damage were observed. Functional testing was performed via infusions at different rates and the roller clamp and safety clamp functioned as intended to discontinue fluid flow during the infusions. The returned pump module was visually inspected and tested and its error log was reviewed. No issues were noted. The root cause of the IV infusing even though the tubing was clamped was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV continued to infused even though the roller clamp was engaged.